Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 65 cm 6fr destination sheath and dilator were received for product evaluation. The sheath and dilator were not received mated together but instead were fully separate from one another and they were both folded into a u-shape. Visual inspection revealed there was no damage on the dilator. Visual inspection of the sheath revealed that the distal end of the sheath was flattened just above the soft tip and the gold marker. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information

Event description:
This report has been deemed reportable based upon the evaluation of the actual device. The user facility reported an unknown issue with the destination dilator tip. The procedure was successful. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. Additional information was received on 05may2020. The reported issue was noticed during prep with the patient present. They opened another rsp01 and finished the procedure successfully. The procedure was a peripheral diagnostic cath. Additional information was received 10jun2020. It was the tip of the sheath, not the dilator.